Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 232mm from the terminal pin. Only the proximal segment was returned. Insulation abrasion through to the proximal high voltage lumen was confirmed approximately 170 - 175mm from the terminal pin. The proximal high voltage conductor is discontinuous and there was melted metal due to arcing damage in the area. Analysis indicated the abrasion appeared to be a result of lead on can interaction in the pocket area, coupled with movement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving a shock. Upon interrogation, error codes were noted for a short circuit condition during shock delivery and the capacitor charge time exceeding the limit. It appeared the device was completely depleted and was operating in safety mode. As a result, a revision procedure was scheduled. During the procedure, visible damage to the right ventricular (rv) lead was confirmed as the conductor coil was exposed. As a result, the device and rv lead were explanted. No additional adverse patient effects were reported.